Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The patient was treated with injection (inj) fortum (1gm in 1 bag, ip, and frequency not reported), inj reflin (1gm in 1 bag, ip, and frequency not reported), and inj vancomycin (2gm/5th day, and route not reported). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.